Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the staff contacted the technical support engineer (tse) to report an error 86 that occurred during this mornings procedure. The caller attempted to power cycle the system before contacting support, but the error persisted. The system was powered off again and the vision tower breaker was cycled. However, on the third startup, the system still faulted with an error pointing to the 12v channel of the intuitive surgical core power distribution (ipd). The error 86 log has been provided below. The operating room (or) nurse had to end the call as the surgeon required his assistance in converting to laparoscopy. The procedure was converted to laparoscopy with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the redundant power tray assembly to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and reported error 86 could not be reproduced, however the error was confirmed and verified via error logs and system logs. This core redundant power tray assembly was installed and tested on the final test is4000 system 1, programmed and system started at normal mode with no errors and failure message. Twelve power cycles were performed and all passed. The assembly remained on the system idling for 1hr in normal mode, with no failures and no errors. Checked on both power supply 12v output voltage and it passed with 12.20 volts. Checked on voltage and current, temp sensors, and fan speed sensors and all passed with normal range. The complaint was confirmed based on the field evaluation. .